Event description:
Literature was reviewed regarding right ventricular outflow tract with pulmonary bioprosthetic valve implant in pediatric patients.  The study population included seven patients with a mean age of 17 years old with a mean weight of 40 kg.  All patients were implanted with a medtronic melody bioprosthetic valve.  Among all patients adverse events included: pulmonary stenosis which required dilatation, ventricular tachycardia requiring ablation, and elevated pulmonary transvalvular gradients.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: montaña-jiménez et al. Management of right ventricular outflow tract with percutaneous melody valve implantation in pediatric patients: experience in a high complexity center in colombia. Archivos de cardiologia de mexico, 2024, 94(1):7-14. Doi.org/10.24875/acm.22000226. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.